Manufacturer narrative:
Type of investigation not yet determined: ((B)(4)) additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6).

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) got flagged. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed a system checkout and found no faults or indications of past faults with fiber optics. The fse suspected a fault with the balloon that was in use at that time. The fse ran the unit for 30 minutes. The unit passed calibration, safety, and functionality checks to factory specifications. The unit was then returned to the customer upon completion and cleared for customer use.